Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique during the pd exchange. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported experiencing symptoms of pain during pd treatment. The patient informed the pd nurse and cancelled pd treatment and was hospitalized for a dialysis related issue. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse stated the patient was having symptoms of abdominal pain and cloudy pd effluent during treatment on (B)(6) 2024. It was confirmed that the patient notified the on-call nurse who advised the patient to go the emergency room (ER). The patient was admitted to the hospital with peritonitis. However, the nurse was not able to provide pd culture results. It was reported the patient is receiving antibiotic therapy (details unknown). The patient remained in the hospital at the time follow-up was performed. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event.

Event description:
A peritoneal dialysis (pd) patient reported experiencing symptoms of pain during pd treatment. The patient informed the pd nurse and cancelled pd treatment and was hospitalized for a dialysis related issue. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse stated the patient was having symptoms of abdominal pain and cloudy pd effluent during treatment on (B)(6) 2024. It was confirmed that the patient notified the on-call nurse who advised the patient to go the emergency room (ER). The patient was admitted to the hospital with peritonitis. However, the nurse was not able to provide pd culture results. It was reported the patient is receiving antibiotic therapy (details unknown). The patient remained in the hospital at the time follow-up was performed. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.